Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the leadless implantable pulse generator (ipg), the device exhibited elevated threshold. The leadless ipg remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the post approval clinical surveillance product surveillance registry clinical study.